Event description:
Reporter indicated that a patient implanted with vns for depression expressed "severe" suicidal tendencies. Additional follow up with the reporter revealed the patient has borderline personality disorder and complains about events constantly. The patient is stable at this time, and the vns is working properly per the reporter. Attempts for additional information are in progress.

Event description:
Reporter indicated the patient's suicidal tendencies were not related to the vns, but to disease process and the nature of her disease.